Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results is as follows: three devices were received and evaluated for the complaint regarding the needle button released event. All three devices were received, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
Patient reported that 4 or 5 v-go devices had the needle button accidently released prior to the completion of the 24-hour period. Patient stated that with all 4 or 5 v-go devices the needle button locked into place and popped out on average of 12 hours after application. Patient reported that with two of the v-go devices the needle button released when patient pressed the bolus ready button, and the remaining 2 or 3 devices released on their own.